Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 14-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium (acinetobacter refrigeratorensis) after sampling performed on 30-jul-2019. The sampling performed on (B)(6) 2019 identified 21 colony forming units(cfu) as comprising of the following 11 total isolates: 1 - positive cocci - exiguobacterium profundum; 2 - positive cocci - micrococcus luteus; 3 - positive cocci - micrococcus luteus/ m. Yunnanensis; 4 - negative rods - exiguobacterium profundum; 5 - negative rods - pontibacter species; 6 - positive cocci - kocuria polaris; 7 - positive rods - corynebacterium mucifaciens; 8 - positive rods- bacillus circulans; 9 - positive coccobacilli - exiguobacterium profundum; 10 - positive cocci - acinetobacter refrigeratorensis; 11 - positive rods - bacillus malikii; study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 23-aug-2019. The duodenoscope was inspected by pentax medical service on 27-aug-2019 and the following inspection findings were documented: distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection passed wet leak test, passed dry leak test. The duodenoscope underwent repairs including the following components: distal case/cap, o-ring(0.5x1.3). On 12-sep-2019, a device history review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 17-oct-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-oct-2018. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 13-sep-2019.